Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was used during a rectocele repair procedure. As the physician was throwing the first leg assembly through tissue, he encountered resistance, and the suture, with the needle at the end, detached. Reportedly, the detached suture with needle was captured inside the capio device. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was used during a rectocele repair procedure. As the physician was throwing the first leg assembly through tissue, he encountered resistance, and the suture, with the needle at the end, detached. Reportedly, the detached suture with needle was captured inside the capio device. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned capio device revealed that the cage was severely damaged/bent. Functional testing of the returned capio device showed that it would not catch the needle due to the damaged cage. The reported event of 'the suture cut off the needle and the needle stayed in the device' could not be confirmed.

Manufacturer narrative:
(B)(4).